Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Issue customer reported did not confirm. However, upon investigation, the meter was discovered to exhibit the memory overwrite issue. There was no report of death, serious injury or mistreatment associated with this event. Customers and retailers have been informed of this issue through the fa16may2006 letter.